Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the epg was unable to power on. It was found that it would not power up with batteries and on tester; main printed circuit board (pcb) was noted to be contaminated. It was further noted that hanger assembly was broken, lower case was broken and contaminated, main seal was contaminated and display wire insulation was pinched (wire insulation not compromised). All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not power on and was returned for service when it subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.